Event description:
A discordant, falsely low third generation thyroid stimulating hormone (tsh) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s). The sample was rerun in duplicate, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low third generation tsh result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. A siemens global product support (gps) specialist evaluated the instrument data, and also did not find an instrument malfunction. The gps specialist did discover that there had been errors indicating that the substrate was low. The sample was rerun on the same instrument, and the expected results were produced. The cause of the discordant, falsely low third generation tsh result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.